Event description:
It was reported that the insulin pump was damaged. The screen was cracked and the entire bottom of the insulin pump came off. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump was received with cracks and bleeding on lcd glass, missing display window, and end cap broken off. No physical damage to battery cap or battery compartment noted.